Manufacturer narrative:
(B)(4).

Event description:
Additional information received after the submission of initial medwatch report. The patient was hospitalized from (B)(6) 2016 due to pyrexia and confusion. The patient experienced diffused abdominal pain centered on the gastrostomy but it was improved without alarming clinical signs. Pus was exteriorized since (B)(6) 2016. The patient did not want to have a gastrostomy anymore but after treatment of the complication, the gastrostomy was well accepted by the patient. There was abundant pus at the gastrostomy and inflammatory orifice but no clinical signs of peritonitis. The patient had few cases of abscesses. On (B)(6) 2016, the gastroenterologist has advised a bandage with alginate and has requested a gastroscopy on (B)(6) 2016 to replace the duodenal extension. After the introduction of tavanic, the pyrexia has been recovered. The orifice of the gastrostomy was clean at the discharge from the hospital. Duodopa has been restarted on (B)(6) 2016 and the patient experienced a good clinical response to the duodopa.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in this report which is the us list number. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placed. On 29 feb 2016, it was reported that the patient was hospitalized due to an abscess at the stoma site. On 02 mar 2016, it was reported that the abdomiinal scan showed a localized subperitoneal abscess and was treated with an unknown antibiotic medication.